Event description:
It was reported that the lead's epi ICD patch was defective and was not sure about impedance measurement when the can is off. It was then further reported that the svc coil was broken on the lead, although from the x-ray it could not be determined which lead it was. A new procedure has not been done as the dft (defibrillation threshold) worked fine with leaving the can at on. Therefore the leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.